Manufacturer narrative:
Serial number was not provided by the customer at this time. It will be provided with the follow up once received.

Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Unable to confirm serial number as customer did not provide.